Event description:
It was reported that the patient experienced inadequate pain relief from their spinal cord stimulation system. The patient underwent a revision procedure in which the lead was replaced. The model and serial number of the lead cannot be obtained as the physician has retired. There were no complications, and the patient was stable postoperatively. The explanted lead will not be returned as it was discarded at the medical facility.